Event description:
It was reported that the patient presented with a myocardial infarction and a direct stenting procedure was performed, via radial access, to treat a de novo lesion with 75% stenosis and moderate calcified plaque in the distal left main coronary artery. After deployment of the xience v 4.0 x 15mm stent, during post dilatation with a nc trek 3.5 x 12 balloon, a slight dissection was noted at the distal end of the stent. Another xience v stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). This code is applied as no pre-dilatation was performed, contrary to the xience v rx instructions for use. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, no pre-dilatation was performed. It should be noted that the xience v rx instructions for use states: pre-dilate the lesion with a ptca catheter. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.